Manufacturer narrative:
Batch review performed on 16 july 2021: lot 2002929: (B)(4) items manufactured and released on 01-jul-2020. Expiration date: 2025-06-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The surgeon did too much varus cut during the primary surgery, so he put bone wedges under the final implant (using patient bone auto graft). Revision surgery 8 months after primary due to bone wedges that failed. Tibial components were revised successfully.